Manufacturer narrative:
Age or dob, weight, ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: the lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the lens implantation, the surgeon noticed a "strange pattern on the surface of the lens; it is like picture of arrow". The issue was first identified after implantation / application. Lens fully inserted. Through follow-up it was learnt that patient is ok, there is no plan to explant and lens is not available for investigation as it remains implanted. Patient information cannot be provided due to personal data privacy legislation/policy. No further information has been provided.